Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-05023. It was reported that the patient is experiencing ineffective stimulation due to high impedances on all lead contacts and the other lead could not provide adequate coverage. As a result, the patient had surgical intervention on (B)(6) 2019 wherein both leads were explanted and replaced. Effective therapy restored post-operatively.